Event description:
It was reported that the ilet user contacted support regarding hyperglycemia after breakfast and confirmed that a "more than" breakfast was announced and insulin was delivered. The user disclosed eating approximately double their usual breakfast, and education was provided to announce two usual-size breakfasts when consuming double carbohydrates, indicating an incorrect use procedure related to the user interface. Symptoms included hyperglycemia with a peak of 299 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to announcing an incorrect size meal in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.